Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that intermittent multiple cartridge alarms occurred during insulin delivery. Customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose was 300's mg/dl. It was also reported that the insulin gauge was inaccurate and that the cartridge was leaking from the undefined location. Customer declined to troubleshoot the issue with tandem technical support; therefore the allegation could not be confirmed.